Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, compromised immune resistance, pain, bleeding, inflammation.